Manufacturer narrative:
Ten 10 devices (unused) from lot hg0007, urine sample and 3 used devices sent to unipath for investigation. Pt sample tested positive on a returned device. Nine remaining unused devices tested positive with 25miu/ml hcg standard (limit of sensitivity). Used device which gave a negative result found to have all internal components present and was assembled correctly. Test antibody had been deposited. Device showed excess sample inside the moulding. In addition the device was stained with urine around the sample window was added to the device which can cause abnormal line formation.

Event description:
A pt got a positive result with a home pregnancy test. A clearview hcg urine pregnancy test was subsequently carried out at a clinic using lot hg0007. The first clearview test was negative. Two further clearview test with the same urine sample were positive. Tests were carried out by an experienced user and timed accurately. Clinic reported control line present at read time. Pt reported to be approx 8 weeks pregnant.